Event description:
A valiant thoracic stent graft system was implanted in a patient for the endovascular treatment of a pseudo-aneurysm of the descending thoracic aorta approximately three weeks ago. The aneurysm was approximately 3 cm distal to the left subclavian artery. The vessels were non-tortuous and 9-10mm in diameter. It was reported that upon completion of the index procedure with ballooning an angiogram showed that there appeared to be a proximal type I endoleak that was thought may resolve within the next 24 hours. Post operatively a cat scan showed there was still an endoleak. Review of the cat scan revealed that the endoleak was a type iii fabric endoleak. The cause of the endoleak is unknown. The days later a valiant 3232100 was implanted within the first stent graft and the endoleak successfully resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Lack of information (unknown cause of endoleak). Conclusion: lack of information (unknown cause of endoleak).